Manufacturer narrative:
Per the clinic, it was reported that the patient underwent skin revision surgery on (B)(6) 2019, in order to repair the skin at the implant site. The device remains insitu. This report is submitted august 30, 2019

Manufacturer narrative:
This report is submitted on april 10, 2019. (B)(4).

Event description:
It was reported the patient experienced infection at implant site and subsequently was treated with antibiotics (date and type not reported).